Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and several drops of fluid inside the bag that contains the unit was noted. When the unit was removed from the bag, the cause of fluid inside the bag was found to be an untightened blue winged luer cap. A functional leak test was subsequently performed with no signs of leakage observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked before use. The location of the leak was not determined. The device had been filled with penicillin 14400mg in 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.